Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report: 1627487-2013-04208, 04209, 04210. It was reported the physician explanted the scs system due to an infection. Cultures were taken, which revealed the pt had a staph infection. The pt was treated with IV antibiotics. It was reported the pt was doing well postoperative.